Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
The patient was scheduled for an MRI. The MRI tech was nervous about performing the scan because the pump was loose in the pocket and could be moved. The MRI tech was concerned about the pump moving to be 90 degrees while in the field. The drug in the pump at the time of event, actions taken, and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.